Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor gel breast implants has experienced postoperative bilateral grade IV capsular contracture, confirmed by a physician. Also, patient wanted implant exchange due to implants were 30 years old. As a result, the patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implant, catalog # 3503004bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for implant 2 of 2.